Event description:
Loose pieces. Had to remove myself [foreign body in reproductive tract]. String is coming undone, loose pieces [device breakage]. Case narrative: consumer reported via email that the tampon string is coming undone. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.